Event description:
It was reported that a 36mm acetabular liner cracked during a range of motion test. The liner was replaced with another liner of the same part number, and the surgery was completed without incident.

Manufacturer narrative:
Attempts to obtain additional information from the complainant regarding the incident have been unsuccessful, and although the complainant has been provided with a returned goods authorization number, the device has not yet been returned for evaluation. However, review of the device history record of the part revealed that it was accepted in conformance to the product requirements. At this time, there is no conclusion as to the cause of the reported cracking of the liner.